Event description:
This customer reported an unexpected interruption of pacing during a pt event. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported an unexpected interruption of pacing during a pt event. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.